Manufacturer narrative:
For this incident the lot number is listed as unknown. However, the customer states that the lot number currently in use in the ward is 5268861. The information for this potential lot number is as follows: medical device lot #: 5268861. Medical device expiration date: 10/31/2019. Device manufacture date: 09/25/2015. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse obtained a contaminated needle stick injury to the palm of his/her hand while using a 22 g x 0.75 in. Bd saf-t-intima IV catheter safety system because the safety mechanism failed to properly protect the needle after activation. The wound was cleaned with a local antiseptic and both the source patient and nurse received post exposure lab work. The test results were negative and no further medical intervention was provided.

Manufacturer narrative:
Correction: the device manufacture date was initially reported as 9/25/2015. A review of the device history record revealed the manufacture date was 10/13/2015. Device manufacture date: 10/13/2015. Device evaluation: results: one used sample without its original packaging was returned for evaluation. A visual inspection revealed that only the safety device was returned and the needle was through the outer shield. A review of the device history record for the potential lot # 5268861 revealed that the device was manufactured on 10/13/2015 and that there were no irregularities during its manufacture. According to sampling plan applied for product performance, 152 samples were activated by separation of inserter, separation of the rubber stopper and separation from prn and this lot was accepted and released without problems. A manufacturing review revealed that there was no equipment, instruments, process, and/or surfaces that could have caused the type of damage reported. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm that the customer¿s indicated failure mode was related to a manufacturing issue.